Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: the 8709 catheter, (B)(6) 2007; 694758, lead (B)(6) 2010; 8637-40, pump (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient presented with shortness of breath. It was determined right atrial (ra) lead had dislodged and was unable to capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.